Event description:
It was reported that post implant operation the right ventricular (rv) lead exhibited high impedance. The following day the pace/sense coil of the lead was determined to be broken. A lead revision was performed and the lead was reconfigured for superior vena cava (svc) coil use. The pace/sense portion of the lead was replaced with a new lead. No patient complications have been reported as a result of this event.